Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf with no problems but noticed the patient capsule had a tear in it. The surgeon enlarged the incision and removed the lens. A vitrectomy was peformed and a lens was put in thesulcus and a suture was used to close the wound. The reporter stated that the surgeon did not feel that this was the fault of the lens, that the patient's capsule was weak prior to insertionof the lens. This facility uses a completitor's phacoemulsification machine.